Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Without the opportunity to examine the complaint product no conclusions could be drawn as to the cause of the reported event. Review of manufacturing history records found (B)(4) pieces of this lot were released for distribution on 8/28/14 with no deviations or anomalies. Two-year compliant history review found zero previous reports of this nature for the reported lot number.

Event description:
During a procedure on an unspecified date the tip of the self-retaining driver broke off. The tip was removed and the procedure completed utilizing another driver readily available in the set. There was a ten minute delay to the procedure as a result, but no injury to the patient reported.

Manufacturer narrative:
Evaluation - the returned device exhibits a fracture of one side of the split t8 drive feature configuration. The drive was updated to a tapered t8 design (the split was eliminated). Repeated torque application near the driver's breaking strength or a high peak torque application are suspected to have resulted in the observed failure. No corrective actions are being recommended since a design change to the drive feature design configuration was implemented in october of 2014. This change was issued as a running change. Review of manufacturing history records found (B)(4) of this lot released for distribution on 8/28/14 with no deviations or anomalies. Complaint history review did not reveal a trend for reports of this nautre for the reported part number.